Event description:
Testing at the user facility was done in an operating room without a patient on the medical device in question. The drill was on a sterile table with all the other surgical instruments not actively being used. While activating an rf generating device (harmonic scalpel) the hand piece was activated without depressing the footswitch. The hand piece speed would start at 300 rpm and would continue up to 3000 rpm. The customer verified this same activation during some procedures without consequences to the patients. The user facility verified the run on condition exists while activating the rf device under following scenarios: using two different power consoles, equipment from a different manufacturer, telea electronic engineering s.r.l., against the rf device showed interference on the console screen but not a run on condition, exchanging the rf equipment for a new one that uses an output frequency of 4mhz, and plugging the devices into separate wall outlets. The user facility also stated that when the cables of the devices were touching the activation would always occur. If the cables are within approximately 20cm or less of each other the handpiece would show intermittent activation when the rf generating device was activated. Medtronic's investigation showed that the handpiece cable has three phase conductors and no feedback lines to the ipc, thus it is very unlikely it could be sensitive to any rf noise. The foot control cable includes two analog signal lines to the ipc, one of them is for speed control. Although the cable is shielded, with the presence of a very strong interference at the right frequency, it is possible that this line is picking up some noise which may be interpreted as a speed signal to the ipc. The 4 mhz operating frequency of the vesalius device is much lower than the low end of frequency range specified in (B)(4). This means medical devices are not tested for immunity at this radiated frequency. The vesalius unit generates electromagnetic energy that significantly exceeds the limits specified by (B)(6) standards, but it is exempt from those requirements to generate the energy required to operate. Product information indicates all of the devices in question adhere to the applicable electrical standards. Xomed's IFU statements include but are not limited to: control energy to and through the handpiece to prevent unintended tissue, bone, or nerve resection. This medical device complies with (B)(4) safety standard for electromagnetic compatibility, requirements, and tests. However, if this equipment is operated in the presence of high levels of electromagnetic interference (emi) or highly sensitive equipment, interference may be encountered and the user should take whatever steps are necessary to eliminate or reduce the source of the interference. Portable and mobile rf communications equipment can affect medical electrical equipment. Do not place motor, attachment and tool on the patient or in an unsecured location during surgery.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The customer states that they were not able to collect the information about the patients because they did not record the event on the surgical register. As a consequence, the events were not reported to (B)(6). Any additional information received regarding this event will be filed on a supplemental MDR clarification (product identification and return) the manufacturer of the rf device, vesalius mc, was notified of this event. Medtronic requested one of there units, identical to the one in question, to allow performance of the reported situations. Medtronic has been unsuccessful in obtaining the rf device in question. Information indicates that the vesalius mc is not approved for commercial use in the us. Without the unique signal and the proprietary application of the vesalius rf device, it is unlikely xomed would be able to reproduce the described event. The information also suggests that it is most likely reproducible with any xomed stylus hand piece and ipc. Medtronic has not requested the device be returned for these reasons. Without compatibility testing using equipment from telea electronic engineering s.r.l., model vesalius mc, we are also filing medical device reports on the medtronic xomed system components that may have been involved with the run on condition. Reference device part numbers (B)(4) on medwatch 3500a report numbers 1045254-2010-00066 and 1045254-2010-00067.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.